Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (paramedic¿s meter). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began around 1pm on the wednesday or thursday the week prior to her contacting lfs, alleging that she obtained an alleged inaccurately high blood glucose result of ¿135 mg/dl¿ on the subject meter compared to ¿42 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with lantus and humalog insulin, and that the week prior to contacting lfs at 1pm on either the wednesday or the thursday, she had developed symptoms of ¿felt lightheaded and dizzy¿. In response to the symptoms they called the paramedics, and the above test results were obtained. She was treated by the paramedics with ¿sugar shots¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms, that required medical intervention, while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.